Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving prialt (1 mcg/ml at 1.3 mcg/day) via an implanted pump. It was reported that the patient had a loss of therapy due to a possible kinked catheter. The patient¿s physician had been notified by the refilling service that the patient had been having abnormal reservoir volumes at refills. The physician did a roller study and a catheter dye study. During the dye study, he was able to push dye through the catheter using tremendous effort. He then scheduled a catheter replacement. The patient was taken to surgery on (B)(6) 2020. During the procedure, after opening the pocket and uncoiling the catheter in the pocket, the catheter position in and around the collet was examined. It was apparent that the catheter was pinched against the collet which appeared to be causing the obstruction. After cutting the collet free, the distal piece of the catheter had tremendous back flow proving patency. A new proximal piece and collet were connected to the existing distal piece and carefully coiled behind the pump and sutured into the pocket. The catheter was re-bolused after surgery and the patient felt that the pump was working again. There were no unusual events noted that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.